Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that air bubbles were observed within the canister while using cold insulin. Customer was advised that insulin should be at room temperature. Customer primed the tubing to address the issue. There was no adverse impact to customer's blood glucose level.